Event description:
It was reported that the patient experienced a hematoma in addition to pain and swelling at the pacemaker site. The patient was hospitalized and the pocket was evacuated with blood cultures taken. It was noted that there was continued oozing at the pocket site, however no elevated white blood cell count. Further follow-up investigation revealed that there was no confirmed infection, and cultures were negative. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.